Event description:
The customer reported the subject device ¿breaks down during reprocessing¿. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service could not reproduce or confirm the customer's reported issue; however, it was observed there was a gap of adhesive between the acoustic lens and ultrasound probe. This report is being submitted for the malfunction found during the device evaluation (gap of adhesive).

Manufacturer narrative:
Upon further evaluation, service could not reproduce or confirm the customer¿s reported issue. Service found a leak due to the guide pin of the electrical connector was shaved off. The insulation resistance at the distal end was out of specification due to damage to the rubber cover [a-rubber]. Due to damage on the ultrasonic cable, the displayed ultrasound image was defective with missing elements. There was a crack in the adhesive on the a-rubber. There was buckling on the connecting tube. The angle could not be fixed due to deterioration of friction plate. Due to wear of the angle wires, the right/left knob and up/down knobs were out of specification. The paint on the air/water cylinder was peeling off. The paint on the suction cylinder was peeling off. There was discoloration on the control unit and scope cover. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that there was a gap in the adhesive between the acoustic lens and the ultrasound probe which allowed dirt to enter, but the cause for the gap could not be identified. Olympus will continue to monitor field performance for this device.